Event description:
The customer reported the left monitor made a popping sound and would no longer display an image. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.